Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that implantable cardioverter defibrillator was explanted due to unknown issue. No additional patient adverse effects were reported.